Manufacturer narrative:
Initial reporter name is unknown.

Event description:
It was reported that a physician was attempting to use a reef hp. It was reported that the balloon was "broken and rupture before it reached the rbp". No patient injury reported for this event.